Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was observed during the patient¿s clinic visit that there was drainage from the driveline. Cultures were negative. The patient was started on doxycycline and ciprofloxacin. On (B)(6) 2018, the patient stopped the antibiotics without orders from the physician. On (B)(6) 2018, during the patient¿s clinic visit the patient was instructed to restart the doxycycline and ciprofloxacin. The patient's driveline was cultured and was negative. The patient finished the course of antibiotics and was seen in the clinic on (B)(6) 2018. Yellow green discharge was observed at the driveline site. Cultures were positive for corynebacterium diphtheriae. The patient was started on amoxil. On (B)(6) 2018, the patient was seen by infectious disease physician. Repeated cultures were negative. The patient was instructed to continue amoxil for one month. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: patient was seen in clinic on (B)(6) 2018 and was instructed to continue amoxicillin for 2 more weeks. The patient was then seen in clinic on (B)(6) 2018. The patient had finished the antibiotics 2 weeks ago and infection seemed to be resolved.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.